Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient needed their device reprogrammed because they were having different areas of pain, which they wanted covered. It was reported that this was not a new pain, but that they wanted it to be more in their thighs. It was stated that the patient is now in a wheelchair and was sitting all of the time. The patient stated that they did not know how to work their patient programmer so they hadn¿t made any adjustments with it yet. Patient services walked the patient through using their patient programmer. It was indicated that the patient was currently on group b, p1 at 510 v. The patient¿s stimulation was turned on and it was confirmed that they only had one program to choose from. The patient confirmed that if they increased their stimulation it did not start covering their thighs. The patient stated that they had a group a as well, but it was indicated that this didn¿t cover their thighs either. The patient also mentioned that they felt like they needed to recharge more frequently and that their device was going out. The patient confirmed that they had never had an overedischarged device. The longevity of a rechargeable battery were reviewed and it was indicated that there were reasons that could attribute to this. The patient was redirected to follow-up with their healthcare provider (hcp). It was reported that both the different areas of pain and needing to recharge more frequently began about six months ago (2016). No further complications were reported/anticipated.